Event description:
Boston scientific received information that this right ventricular lead was fractured. The lead was capped and surgically abandoned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.